Event description:
The customer requested a spectra optia machine eval due to a report of blood hemolyzing during a training run. There was not a pt connected to the optia during this training exercise, therefore no pt info is reasonably known at the time of the event. This report is being filed due to hemolysis.

Manufacturer narrative:
(B)(4). The device history records showed no irregularities during mfg that were relevant to this issue. Field diagnostic/correction: the service tech evaluated the spectra optia machine and found it to be working within MFR's specs. Investigation: per discussion with the apheresis system coordinator sondra barker the issue was attributed to the use of expired blood from the blood bank. Samples from the blood bank also showed signs of hemolysis. Root cause: use of expired blood.